Manufacturer narrative:
Per data log analysis, the log does not show any indication of a display problem. Most likely the issue is with the small display assembly or a connection to it.

Event description:
It was reported that the centrifugal display was flickering, and the values were distorted. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return and additional information were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the manufacturer's clinical specialist tried to gather more information numerous times from the facility's perfusionist regarding an incident the team had with the centrifugal display during a cardiopulmonary bypass (cpb) procedure. The date of occurrence is not known. No other information was given at this point. The centrifugal display was stated to have flickering and/or distorted values. The central control monitor (ccm) was working as expected and user information was available on the ccm. It is unknown about a delay or harm. There is routinely no blood loss due to this issue there is typically no delay or harm due to this issue.